Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the tip of the inserter fractured as it was removed. The fractured tip was removed from the patient and a face plate impactor was utilized to complete the procedure.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported event and found evidence to suggest that the damage to the threads was a direct result of how the inserter handle was used. The surgical technique states "levering on the inserter handle or impacting the handle on a location other than the strike plate to reposition the shell may damage the threads."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.